Event description:
It was reported that a transfer set was leaking at the connection to the patient line of the cassette during dwell three of five. The patient was connected. The technical service representative assisted the patient in ending therapy. Due diligence determined the leak was caused by a loose connection between the transfer set and the patient line of the cassette as the patient did not secure the connection tightly. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not securely connect the transfer set to the patient line of the cassette, causing a leak. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy, and provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.